Manufacturer narrative:
(B)(4). Additional information: a review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. A service history review revealed no previous service events that were related to the reported condition. A device history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received an unknown system error on a homechoice (hc) machine during fill one, while the patient was connected. The care giver (cg) stated that the hp found a heater line caught in the door. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.